Event description:
The siderail on this bed would not latch.

Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. The technician replaced siderail hardware which resolved the problem.